Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of infusion accuracy issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2309e-0006 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd bag access device w/ckv was under infusing the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. I would just like to raise an issue with the bd smartsite access devices listed above. When using these in the chemotherapy suite at my trust, we have noticed that they are not filling with adequate amounts of saline/chemo or any other medications we attach using this valve. We are finding that these access devices are causing the chamber to drain and thus draining the IV giving sets so that they are full of air. This is causing members of staff to have to change the lines frequently.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.